Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with the inflatable penile prosthesis (ipp) pump tubing extruded out of the scrotum. The ipp was considered infected. Therefore, all components were removed and all cavities were washed out. A tactra malleable prosthesis was implanted as a space saver. There were no further patient complications.

Event description:
It was reported that the patient presented with the inflatable penile prosthesis (ipp) pump tubing extruded out of the scrotum. The ipp was considered infected. Therefore, all components were removed and all cavities were washed out. A tactra malleable prosthesis was implanted as a space saver. There were no further patient complications.